Manufacturer narrative:
Retainer ring = black customer complained on (B)(6) 2021 that he/she received a pump error 24. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, visual inspection for moisture damage, swapping cases/boards, uploading using the thus program, confirmation of the date/time of the pump error 24 using the adapt program. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails. After battery installation, a blank display was noted. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; battery compartment, battery board; pcba1--j7; pcba2--top of the back side of the board. After inserting a known good pcba2 and a known good pcba1 and then into the test case, the unit was able to power up normally. After inserting the test pcba2 onto a known good pcba1 and then into the test case, the device powered up normally as well. The software version was then able to be acquired. Finally after inserting known good pcba2 onto the test pcba1 and then into the test case, a blank display was noted. The blank display is due to the corrosion around pcba1--j7. The test pcba1 was plugged back into a known good pcba1 and then into the test case so that the history and trace files could be uploaded using the thus program. Attempt to upload using thus was successful. The adapt tool was utilized to search for any pump error 24 that may have occurred in the past. The adapt tool reveals that a pump error 24 occurred at (B)(6) 2021 18:37:00.000 and (B)(6) 2021 18:47:00.000. In summary, an unexpected blank display was noted during testing due to the moisture damage around pcba1--j7. The customer did receive a pump error 24. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power failure error alarm. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.